Event description:
Siemens healthineers was notified of a patient injury involving the ysio x. Pree gen2 system. It was stated that a flipped image was used for surgical planning resulting in the surgery being performed on the wrong hip.

Manufacturer narrative:
E1: a facility contact name and phone number were not provided for reporting. H3, h6: initial actions (corrective and/or preventive): currently no general problem has been detected for the installed base which requires immediate action. Manufacturer's preliminary results and conclusion: the investigation is ongoing. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.

Event description:
Additional information. Siemens healthineers received additional information on march 18, 2026, stating that there was no actual incorrect hip surgery nor was there any surgery was planned based on the images taken on the reported ysio x. Pree system. Therefore, the reported issue is no longer classified as reportable.

Manufacturer narrative:
H11 corrected data: h3, h6: based on additional information received by siemens healthineers on march 18, 2026, there was no patient harm since a hip surgery was not performed or planned on the incorrect hip based on the images taken. Based on this information, the issue is no longer reportable.